Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the radiolucent insertion handle frn (p/n: 03.033.001, lot #: 4l14905) was returned and received at us cq. Upon visual inspection, the broken tip of the mating driving cap/threaded (p/n: 03.010.523, lot number: 4l85186) was retained in the threaded portion of the insertion handle but could be fully removed. The device shows only light surface wear consistent with use and which would not impact the functionality. Functional test: a functional test was not performed on the returned device as the tip of the mating device was stuck in the received device and could not be fully removed. The mating device was noted to be broken. Conclusion: the complaint condition is not confirmed as no damage was observed with the received device. No definitive root cause can be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3; h4, h6: a device history record (DHR) review was conducted: product code 03.033.001. Lot number 4l14905. Manufacturing site: haegendorf. Release to warehouse date: 27. July 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the hammer guide was cold-welded into femoral recon nail system (frn) insertion handle. The hammer guide tip broke off in the insertion handle, during post-op when they tried disconnecting it. No patient was involved. This report is for one (1) radiolucent insertion handle frn. This is report 1 of 3 for complaint pc (B)(4).